Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-52362 as the event of right atrial (ra) lead noise over-sensing causing inappropriate mode switch was found to be a duplicate event of 2017865-2022-39634. The complaint will be reported and as managed in 2017865-2022-39634.

Manufacturer narrative:
Correction : patient age was corrected from 69 to 67 years old based on the recent communication received from the field representative.